Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is included in the mid-life display of replacement indicator advisory, had a monitoring voltage of 2.59 volts and charge time measurements of 17 seconds. It was noted that the physician is electing to replace the device. No adverse patient effects were reported.